Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a dental procedure. The fractured piece of instrument was removed from the patient's mouth with another instrument. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the elevator. The elevator shows heavy signs of wear. Specifically, the surfaces are heavily dented/ scratched. The tip is fractured and is missing. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to an instrument fracture of 09-0257 lot 091515i15. The most likely underlying cause of the complaints is that excessive force was used, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.